Event description:
Subsequent to initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. It was indicated that the patient was under 2 years old, which is off-label usage of the device. The sensor was inserted into the leg, which is off-label usage of the device. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Event description:
Subsequent to initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ subsequent to initial MDR. D4: catalog no - correction. G3: date received by manufacturer - additional. H2: additional information/correction. H10: corrected data. H6: component code - additional.